Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the 25 mm valve was implanted then explanted during the same surgery due to a sizing issue. The surgeon replaced the valve with a smaller (23 mm) edwards valve. No further details were provided. Additionally, there have not been any allegations of a product malfunction or deficiency related to the subject valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the valve could not be assessed for any malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information.

Manufacturer narrative:
An additional response was received from the surgeon confirming that this event was a sizing issue. The surgeon indicated that the valve was removed prior to the patient coming off cardiopulmonary bypass; therefore, the operative time was not significantly extended, and therefore, there is little risk to the patient. There was no serious injury or product malfunction in this case. No further actions will be performed.